Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called with driveline power faults. Modular cable and system controller were exchanged on (B)(6) 2025, and the alarm cleared. The patient called a week later with more driveline power faults and said they actually started back the day of the exchange. The patient was brought to emergency room and x-ray was performed, which showed no obvious areas of concern. Submitted log files contained a driveline disconnect events on 15jul2025 and 16jul2025. The log also confirmed the reported driveline power faults. The pump itself was unaffected by the faults and appeared to be operating normally. The connect of modular cable was checked; no corrosion was noted. Regarding the driveline disconnect seen in the log files, the patient had not disconnected the driveline or let their power die/disconnect power. The patient had active alarms when lying on left side, but alarm did not occur when the patient was lying on their back. The patient was then admitted. On (B)(6) 2025, a modular connector cleansing was done, and it resolved all the alarms.

Event description:
It was additionally reported that visual inspection of driveline confirmed only 2" remained externally. There was a slight kink as it entered the exit site. While unscrewing the modular cable for the first cleaning, a pump off alarm occurred despite still being connected. Alarms were noted on system monitor and the patient confirmed that they felt the alarm. They then allowed stabilization then continued to disconnect modular cable without further issue. Nothing was noted inside modular connector during surface cleaning. The patient was reconnected with modular cable and driveline power fault alarm continued. The second cleaning inside the pinholes was performed. Power fault alarms cleared following reconnection. Log files continued to show a large difference between isense a & b values. Third cleaning inside the power a and power b pinholes was performed exclusively. Still there were no alarms following reconnection and log files indicated both isense values were back to normal and superimposed when charted. The modular cable was also exchanged during the cleaning to prevent contamination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the provided log file. The log file captured driveline disconnected alarms on (B)(6) 2025 at 15:22:49 and on (B)(6) 2025 at 13:27:38, stopping the pump at these times. The driveline was reconnected to the controller shortly after each alarm, and the pump resumed operating as intended. No other notable events regarding the system controller were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller remains in use. The root cause of the observed driveline disconnected alarms was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect and low voltage conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.